Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 24 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with a strut on the third proximal strut row in a lifted state. The undamaged crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21oct2019. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 20mm in length, eccentric, de novo target lesion with a bend of >=90 degrees was located in the tortuous and non-calcified, 2.75mm in diameter right coronary artery. Following pre-dilatation, a 24 x 2.75 promus premier drug-eluting stent was advanced for treatment, but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a stent damage.